Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged of having headache and cough. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer and found no evidence of contamination. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown. The manufacturer concludes there was no evidence of contamination from the device. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown and the device passed final test.